Event description:
It was reported that a patient underwent a radical prostatectomy procedure on (B)(6)2010 and suture was used. The needle broke at the tip while suturing a vessel. An x-ray was taken and there was no needle fragment in the patient's body and there was no adverse consequence to the patient. The surgeon opines that the cause of the needle breakage was that he stitched with all of his force.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.